Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ syringe exhibited safety device failure described as "spring did not extend to cover the syringe after the injections". No serious injury or medical intervention was reported.

Manufacturer narrative:
Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. A review of the device history record could not be performed as a lot number was not provided for this incident. Based on the description provided by the customer, it appears that there was potentially no issue with the component. The verbatim states that the spring did not cover the syringe. An ultrasafe device is desired to only cover the needle and not the syringe. As no samples were provided this complaint will be classified as unconfirmed. If the samples are returned the complaint will be reopened and re-evaluated.

Event description:
It was reported that an unspecified bd syringe exhibited safety device failure described as "spring did not extend to cover the syringe after the injections". No serious injury or medical intervention was reported.